Event description:
Oversensing and inappropriate therapy were reported. It was also reported the pacing impedance showed recent fluctuation, and noise was noted on the egm. The lead was capped and replaced, with a report the lead appears to be fractured. No patient complications have been reported as a result of this event.